Event description:
Complications due to lasik, corrective laser eye surgery. I now have meibomian gland disease due to chronic dry eye caused by lasik. I have lost almost 50% gland function which interferes extremely with quality of life on a day to day basis. This is irreversible damage. Inadequate pre screening to determine if I was a good candidate. FDA safety report ID# (B)(4).